Event description:
It was reported by service report that the armrest wasn't attached to the surgistool (armrest won't hold weight). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.